Manufacturer narrative:
UDI information is unknown. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The motor rate error was duplicated using same infusion rate as customer. The root cause of the reported issue was found to be normal wear the pump was over 12 years old. This MDR was generated under protocol b10009704.

Event description:
It was reported that the pump had a motor drive error. No patient injury was reported.